Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery cannot be charged. The fse evaluated the device on site. It was determined the battery could not be charged due to a malfunctioning battery board. The battery board was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.